Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Unit passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Unit had minor scratched display window and cracked reservoir tube lip.

Event description:
Company representative called in to report that the customer's insulin pump was accidently dropped into water and now the insulin pump buttons are not responding. No blood glucose level reported at the time of the call. Advised that the insulin pump will need to be replaced, to discontinue use of it and revert to a back-up plan her doctor instructions.